Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because his inflatable penile prosthesis was not working properly. A revision surgery was performed and inspection revealed a crack in the pump connecting tube. Therefore, the pump was replaced at discretion of the physician. The cause of the tubing crack was not detailed by the hospital. The patient had a stable outcome.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because his inflatable penile prosthesis was not working properly. A revision surgery was performed and inspection revealed a crack in the pump connecting tube. Therefore, the pump was replaced at discretion of the physician. The cause of the tubing crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported tubing crack was not confirmed as the returned pump passed all tests performed. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.